Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately ten years post a port placement, the port allegedly had poor drop and fluoroscopy confirmed a blockage. Reportedly there was damage noted on catheter. Port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter was received for evaluation. Microscopic, visual, gross, tactile and functional testing were performed. A longitudinal split was noted approximately 5.7cm from the distal end of the cath-lock. Upon infusion, a leak was observed from the longitudinal split on the attached catheter. Aspiration was attempted and was unsuccessful as water did not fully return into the in-house syringe. Therefore, the investigation is confirmed for the reported difficulty to flush and identified catheter fracture. However, the investigation is inconclusive for the reported obstruction of flow issue. The investigation is unconfirmed for the reported material integrity problem as the specific catheter damage which is fracture has been identified. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately ten years post a port placement, the port allegedly had poor drop and fluoroscopy confirmed a blockage. It was further reported that there was an alleged damage noted on the catheter. Reportedly, the port was replaced. There was no reported patient injury.